Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous posterior tibial artery. The physician advanced the 2mm x 40mm x 145cm sterling es pta balloon dilatation catheter in the target lesion and inflated an unspecified number of times to an unspecified number of atms. When the sterling balloon was inflated to 12 atms, the sterling balloon ruptured. The physician successfully completed the procedure with a different device. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
(B)(4): the device was not returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause of this complaint is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).